Event description:
A family member reported that the patient experienced blood glucose (bg) between 220 mg/dl and 280 mg/dl in (B)(6) 2011 while using cartridges from lot # b201582. She stated that there were air bubbles noted coming from the bottom o-ring of the cartridge, and the patient stated that he noticed the smell of insulin. The reported bg excursions do not meet the definition of a serious injury. This complaint is being reported because of the alleged cartridge malfunction.

Manufacturer narrative:
Lot #: b201582. Catalog #:100-124-01. (B)(6). Correction number: 2531779-02/25/11-001-r. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.